Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
A report of a patient death was received. The cause of death was septic shock due to sepsis. The implantable cardioverter defibrator, left ventricular and right ventricular leads were removed from the patient post-mortem. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. Sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.